Manufacturer narrative:
(B)(4)

Event description:
It was reported both the right ventricular lead impedance and capture threshold had been gradually trending upwards since september of last year. The lead was capped and replaced without difficulties. The patient was discharged with no complications noted.